Event description:
On (B)(6) 2015, th11-l3 instrumentation using expedium was done for a patient with scoliosis. After setscrew tightening with the intermediate tightener x25 (2797-12-550), the surgeon tried to loosen the setscrew aiming to apply compression, but it was hard to loosen. Instead, he tried with the torque wrench (2770-40-510) and mmsi x25 torque driver shaft (2797-12-600) , but the tip of the torque driver shaft engaged with the setscrew was broken. Since the broken tip inside the setscrew was removed by vibration during rod cutting with a diamond bur, the surgeon re-tried to loosen the setscrew but the tip of the second torque driver shaft was also broken. Eventually, the surgeon replaced the screw after cutting the rod and completed the procedure with no broken piece left in the patient. Due to the incident, the case was extended for 120 minutes.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The mmsi final tightener-x25 driver [product code: 2797-12-600, lot no: gm3979103] was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could contribute to the problem reported by the customer. A trend analysis was conducted and no emerging trends were found. The root cause for the driver tip breaking cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.